Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump received with normal operating currents. No unexpected low battery alert noted. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was died. The customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer stated that the batteries last less than a week. The insulin pump will be returned for analysis.